Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the fcs, post valve deployment of a 29mm sapien 3 valve in the aortic position, difficulty was encountered removing the commander delivery system through the 16fr esheath. Per visual inspection, the seam of the esheath was split. Minor vascular complication at access site occurred (no cut down was required), the vessel was ballooned. The system was removed as a unit. There was no blood transfusion was needed. The device will not be returned for evaluation as it was discarded. Per report, the perceived root cause was failure to completely deflate the delivery system balloon prior to removal of the system. Per provided photo of the esheath, reviewed by an edwards engineer, it was clarified that the seam 'split' appears to be fully circumferential delamination of the liner at the tip.

Manufacturer narrative:
The 16f esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows that that liner appears circumferentially delaminated at the tip, partially delaminated along the shaft and bunched at the distal end. The lot number was not provided, a review of lot history was unable to be performed. The esheath IFU, commander delivery system IFU and the procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. It is noted that patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath liner delamination was confirmed. However, no manufacturing non-conformances were identified in the evaluation. Reviews of the complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Imagery review showed that the liner was delaminated. The site stated the perceived root cause was 'a failure to completely deflate the delivery system balloon prior to removal of the system'. A large balloon profile from residual fluid in the balloon likely interfaced with distal sheath liner during retrieval attempts causing liner damage and delaminate. Per the training manual, 'ensure the balloon is completely deflated'. In this case, available information suggests a procedural factor(s) (withdrawal of altered profile, residual fluid) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.